Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found a partial connector portion of the lead was returned in one piece. A full breached outer insulation degradation was found at 4.4 to 4.5 cm from the connector pin. Electrical testing did not find any indication of conductor fractures, but conductor shorts were found due to procedural damage.

Event description:
This report is to advise of an event observed during analysis.